Manufacturer narrative:
Approximate age of device ¿ 4 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was admitted to the ICU due to experiencing multiple implantable cardioverter-defibrillator shocks after bearing down during a bowel movement. Overnight, the patient began experiencing near constant low flow alarms and respiratory distress. The patient was electively intubated after the respiratory distress did not improve significantly after bipap placement. An echocardiogram showed moderate right ventricular dysfunction and a severely dilated left ventricle. Milrinone was started and hypertension medications were discontinued as blood pressures had dropped significantly from baseline. A right heart catheterization revealed pulmonary artery pressures of 69/43/30 mmhg and a wedge pressure of 18mmhg. The patient was started on lasix and an amiodarone infusion. It was reported that when the patient was on their left side, the estimated pump flows returned to the baseline of 3.2 lpm. Because of low flow values occurring when the patient is laying flat or on their right side, it was believed that the outflow graft was affected in some way. On (B)(6) 2016, the patient was taken to the or where a mini-thoracotomy was performed to inspect the state of the outflow graft. It was observed that the xyphoid appeared to be compressing the outflow graft causing the estimated low flows. The surgeon ¿chipped away¿ a portion of the xyphoid to relieve this issue. It was stated that since the patient was originally implanted several years ago, the procedure was difficult due to scar tissue and adhesions. It was reported that estimated pump flows returned to 4+ lpm when the patient's chest was open, and stayed above 3 lpm after closing. It was reported that if this procedure did not permanently correct the issue, a full median sternotomy with replacement of outflow graft would be performed. No additional information was provided.

Manufacturer narrative:
The report of low flow hazard events was confirmed based on the evaluation of the submitted log file; however, the cause could not be conclusively determined through this evaluation. According to the information, no further related issues have been reported following the reported revision of the xyphoid by the surgeon. The patient remains ongoing on pump support. The instructions for use lists respiratory failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.